Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. Analysis was normal. No anomalies were found.

Event description:
It was reported that the non-dependent patient presented with fever and chills and found to have msse bacteremia. Vegetation was found on the atrial lead. The patient had developed an infection. The system was explanted. The patient was currently stable on antibiotics.